Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by patient that they cannot control urine. Patient has shut off the device 9 months ago because it wasn't working at all. Date not known when it started. No further complications were reported or anticipated.